Event description:
It was reported that during a patient¿s continuous renal replacement therapy (crrt) treatment, clotting in the supply line at level of decrease point but before the citrate entry point occurred while using the multifiltrate pro secucas ci-ca hd. The patient experienced 200 ml of blood loss. The patient has recovered as no patient injury was reported. The sample was reported to be available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: a blood contaminated multifiltrate production without blister package was received for evaluation. Visual inspection concluded that the sample was checked for conformity with the product specification. The sample was checked under liquid/air pressure for assembly failure and leakage during leakage test. Batch production record controls resulted with conformity. Non-conformity was not observed during manufacturing process. Complaint history review revealed that there are other complaints reported as "missing tubing and white stripes formation" for the subject batch. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. There is no indication that the reported failure relates to falsification. As a result of examination, it was observed that there was clot formation in the arterial line (under the needle-free port). No deformation or leakage (might be blocked by blood clot) were observed on the sample. The complaint was admitted, however exact reason of the defect could not be determined. According to description and location of failure, possible reasons of the defect might be related to raw material, user handling process (usage of incompatible disposable on the port) or special conditions of the patient/treatment, but not limited to.

Manufacturer narrative:
Plant investigation: a blood contaminated multifiltrate production without blister package was received for evaluation. Visual inspection concluded that the sample was checked for conformity with the product specification. Batch production record controls resulted with conformity. Non-conformity was not observed during manufacturing process. Complaint history review revealed that there are other complaints reported as "missing tubing and white stripes formation" for the subject batch. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. There is no indication that the reported failure relates to falsification. As a result of examination, it was observed that there was clot/filament formation on the arterial line. According to results of production group investigation, no change was observed on the subject production or manufacturing process. According to complaint description, the possible reason of the defect might be related to inadequate product design causing white filament formation.

Event description:
It was reported that during a patient¿s continuous renal replacement therapy (crrt) treatment, clotting in the supply line at level of decrease point but before the citrate entry point occurred while using the multifiltrate pro secucas ci-ca hd. The patient experienced 200 ml of blood loss. The patient has recovered as no patient injury was reported. The sample was reported to be available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that during a patient¿s continuous renal replacement therapy (crrt) treatment, clotting in the supply line at level of decrease point but before the citrate entry point occurred while using the multifiltrate pro secucas ci-ca hd. The patient experienced 200 ml of blood loss. The patient has recovered as no patient injury was reported. The sample was reported to be available for evaluation. Additional information requested but has not been obtained.